Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels; no exact bg values were provided. The customer alleged bg levels were caused by scar tissue in their body not allowing proper insulin absorption. Reportedly, longer infusion sets were obtained to address the issue. No additional information regarding this issue was provided.